Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started o.b. Ultra absorbency tampons for menstruation (route-vaginal, expiration date 28-feb-2015, lot number and frequency unspecified). After an unspecified duration, she noticed that the strings broke off from majority of the tampons in both the boxes, she had purchased. This report had no adverse event and the action taken with the device was unknown. Conclusion from quality investigation on (B)(4) 2012: no product was returned and no valid lot number was provided. A review of the data associated with the string issue found no adverse trend on the o.b. Ultra family. Due to lack of a complaint sample and the absence of adverse trend, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.